Event description:
It was reported that this patient experiences pain any time the device paces through the atrial or ventricular lead. All values were in-range during implant. Patient reports this has been happening almost since implant. Device remains implanted, and patient will be brought in for further testing and evaluation.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.